Manufacturer narrative:
One level of quality control was outside of range on (B)(6) 2017. The coefficient of variation in control results was high. Another control recovered better. The alarm trace contained a liquid level detection alarm on (B)(6) 2017. Performance testing was run and was within specified limits.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be sample quality and insufficient maintenance.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The patient is pregnant. The sample initially resulted as 0.677 miu/ml and this value was reported outside of the laboratory. The result was questioned by the physician, so the sample was centrifuged and repeated. The repeat result was 2511 miu/ml and this value was believed to be correct. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 240444. The reagent expiration date was asked for, but not provided.